Manufacturer narrative:
It was reported that, during use with an unknown type of vamp system, the patient had a ¿gas embolism¿. Per the clinician, the patient experienced either ¿temporary decrease of consciousness¿ or ¿cardiac arrest¿. The clinician also stated that this event was most likely due to user error. The patient recovered without incident. Inquired of patient demographics, unable to be obtained. The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. Inadequately secured connections may allow a small amount of air to appear in the system. This would typically be identified and flushed out of the system during routine use. If unable to resolve the issue, the line can be replaced with a minimal delay in treatment or monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that, during use with an unknown type of vamp system, the patient had a ¿gas embolism¿. Per the clinician, the patient experienced either ¿temporary decrease of consciousness¿ or ¿cardiac arrest¿. The clinician also stated that this event was most likely due to user error. The patient recovered without incident. Inquired of patient demographics, unable to be obtained